Event description:
A 3.5 mm diameter x 15 mm length endeavor sprint drug-eluting coronary stent system was inserted into a pt for the treatment of a circumflex lesion. The lesion morphology was reported as non-calcified with a 90 degree angle to the lesion. It was reported that the endeavor sprint drug-eluting was successfully deployed at the lesion site. The balloon would not fully deflate after the stent was deployed. The balloon would not come into the guide and everything was successfully removed as one unit. A second stent was implanted in the circumflex artery. Three additional stents were implanted in the rca using the same inflation device. The pt is fine.